Manufacturer narrative:
Age and date of birth not provided. Weight not provided. Lot number not provided. Concomitant medical products: multiple medical product listed. Device manufacture date not available; lot number not provided.

Event description:
Doctor reported that the patient visited with an inflammation around implant site. After rtg examination dr. Found that iunihg gold-tite screw was fractured. Doctor also reported that as a result of the fracture the implant had to be removed.

Manufacturer narrative:
An osseotite implant was returned for inspection along with a fractured gold-tite® screw. The internal drive features of the implant was confirmed to contain the reported fractured screw, which was too badly damaged to be removed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i gold-tite® screws, it is recommended to torque at 20ncm. The complaint indicates inflammation and multiple screw fractures, which necessitated two implants to be removed. The restoration was cut out. The fractured event was confirmed following inspection. A root cause for the complaint could not be determined.